Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified IV (intravenous) tubing sets had ¿leaky y sites¿. It was stated that all the leaks were identified during the first priming of the tubing and they all ¿started leaking when fluid was introduced into the tubing¿ and "never later in the day". The sets were being primed with either ¿lr¿ (lactated ringers) or normal saline. In each case, the tubing sets were replaced prior to use on a patient. There was no patient involvement. No additional information is available.